Event description:
It was reported that the rv lead dislodged due to suspected twiddlers syndrome and was explanted approx. 28 months after the implantation. The associated ICD was prophylactically explanted during the surgery as it was affected by the fsca bio-lqc initiated in march 2021. There was no particular complaint about the device performance.

Manufacturer narrative:
The ICD and the lead under complaint were received and analyzed. Inventra 7 vr-t df4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 51 months and 29 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to several charging cycles with four shock deliveries. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Plexa promri s 65: the analysis of the lead showed that the insulation was abraded through at 15cm distal to the df4 connector pin, which is assumed to be the root cause of oversensing leading to shock delivery. The abrasion was consistent with exposure to constant friction against the generator housing. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem of these devices.